Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) position in the pocket was causing the patient pain, therefore the ICD was repositioned and remains in use. No further patient complications have been reported as a result of this event.